Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in an in-office visit and an interrogation of the device shows t-wave oversensing (twos) on stored noise episodes. Isometrics was performed but was unable to reproduce the twos and noise. The patient called to report that one of the line wasn't working and inquired what was found. The patient was referred to the healthcare provider. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: lead performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. The distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had intermittent high out of range impedance warning causing alert to trigger. The lead removed and a new lead was implanted. It was further reported that during the rv lead revision, the physician had a grommet issue with the implantable cardioverter defibrillator (ICD) and could not tighten the left ventricular (lv) lead. The device was removed and a new device was implanted.